Event description:
It was reported that upon interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Technical services (ts) stated there was no data in the server to evaluate. Ts recommended to consider replacement or to have data sent in for analysis. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced. No additional adverse patient effects. This s-ICD has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Technical services (ts) stated there was no data in the server to evaluate. Ts recommended to consider replacement or to have data sent in for analysis. This s-ICD remains in service. No adverse patient effects were reported.